Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11160r64, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that, a couple of months prior to this report, a granuloma was discovered via MRI. The granuloma was also referred to as an inflammatory mass. Since the granuloma/inflammatory mass was discovered, the healthcare provider (hcp) had been running saline through the pump. The hcp was monitoring the granuloma and it had gotten better. It was asked if a higher flow rate of saline would help the granuloma shrink. Additional details, including drug information, additional patient symptoms, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.